Event description:
The pt received ER treatment for elevated blood glucose levels. The pt's mother reported that there was an insulin leak in the connection between the tubing and the cartridge.

Manufacturer narrative:
The cartridge has not been returned to MFR for evaluation. MFR has conducted an evaluation of a cartridge from this manufacturing lot and it was found to be operating within required specifications. The pt has continued to use other cartridges from this lot with no reported subsequent events.